Manufacturer narrative:
A philips customer support engineer (cse) was onsite to repair the device and found that the speaker was not able to produce sound. The cse replaced the speaker with one they had available; however, this did not resolve the issue. The cse determined that the main board of the device needed to be replaced. The cse ordered the main board, and then went back on site to install the new main board to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty main board. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on a suresigns vs4 nbp, spo2 device indicating that while replacing the rear casing, it was noticed that there was an audio malfunction error, and the speaker was not producing any sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.